Event description:
It was reported that the intended procedure was left heart catheterization with possible intervention if required and during atherectomy procedure, a viperwire advance flex coronary guidewire was inserted into the distal right coronary artery (rca) or right posterolateral artery (rpl). During intervention, the tip of the guide wire fractured. The wire was retained in the diffusely diseased rpl without consequence.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation, foreign body in patient and serious injury is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Procedure date is approximated. Updated fields: b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the intended procedure was left heart catheterization with possible intervention if required and during atherectomy procedure, a viperwire advance flex coronary guidewire was inserted into the distal right coronary artery (rca) or right posterolateral artery (rpl). During intervention, the tip of the guide wire fractured. The wire was retained in the diffusely diseased rpl without consequence.